Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the hook broken around the circumference of the hook assembly at the distal end. The broken piece was returned with instrument with no missing pieces. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken hook could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the tip of the single-site permanent cautery hook instrument was noted to be cracked below the hook on the plastic tip. The tip eventually fell off in transit to the biomedical department. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.